Manufacturer narrative:
Cracked case at liquid crystal display window corners noted. Cracked reservoir tube window noted. Cracked reservoir tube noted. Minor scratches on liquid crystal display window, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained address/serial number label.

Event description:
It was reported that the insulin pump had cracks/breaks on the upper right corner, reservoir window and reservoir compartment. No blood glucose reading provided. . Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.